Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly while still in its package. The device was implanted. No additional information was available at this time.